Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep, resulting in severe paravalvular leak (pvl). It was reported that the patient had a pre-existing low ejection fraction. Blood pressure dropped and cardiopulmonary resuscitation (CPR) was initiated. A second corevalve was implanted valve-in-valve, after which the pvl decreased to trace. No other adverse patient effects were reported.